Event description:
A malfunction occurred with the customer's pump, indicated by the malfunction code "malf 12". There was no reported impact on the customer's blood glucose level. Technical support assisted the customer in resetting the pump, but the issue persisted, so they resolved to replace the pump. The customer was guided to switch to multiple daily injections (mdi) as backup insulin therapy. Technical support confirmed the shipping address and instructed the customer on putting the faulty pump into storage mode and returning it with a prepaid label within ten days.